Manufacturer narrative:
All available information was investigated, and the reported inability to close the clip and bent gripper was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to close the clip. The reported difficult or delayed positioning (clip caught on leaflets) appears to be related to user technique. The bent gripper appears to be due to the user perception as the analysis identified no issue with the gripper. The unexpected medical intervention was a result of case-specific circumstance as a small incision was made to allow smooth removal of the system. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 14 november 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip was advanced into ventricle. The grippers were accidently lowered beneath the leaflets. Troubleshooting was performed and was successful. The clip was retracted back into left atrium(la). The gripper was observed to be bent. As a result, a decision was made to remove the clip from the anatomy. While removal, the clip was unable to close completely. The entire system was retracted down to the groin and a small incision was made to allow smooth removal of the system. The mr remained unchanged post procedure. There was no clinically significant delay. On (B)(6) 2025, the hemostasis valve of the steerable guide catheter (sgc) was observed to be torn on returned device analysis.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip was advanced into ventricle. The grippers were accidently lowered beneath the leaflets. Troubleshooting was performed and was successful. The clip was retracted back into left atrium(la). The gripper was observed to be bent. As a result, a decision was made to remove the clip from the anatomy. While removal, the clip was unable to close completely. The entire system was retracted down to the groin and a small incision was made to allow smooth removal of the system. The mr remained unchanged post procedure. There was no clinically significant delay.